Event description:
The patient reported, large fracture on tooth #9. The patient did not state fracture was caused by aligners. Patient states, the tooth chipped as a child playing football. So the chip was present, prior to treatment. But, is larger now. The patient did not report pain and plans to have restoration following treatment.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.